Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument would not seal. The second vse worked as intended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vessel sealer extend (vse) instrument was inspected prior to use and nothing was found out of the ordinary. Sealing was the surgical task being performed at the time of the reported event. The surgeon experienced insufficient sealing (not adequately). The vse did work during the procedure. The sealing issue was immediate. The vse was used briefly before deciding to open a new vse instrument. No errors occurred when the vse issue occurred. At the time of the event, during the sealing sequence, there was there an audible signal (continuous tone) while the pedal was pressed. The seal cycle did not complete with the fast audible tones as expected. The tissue was observed to be not adequately sealed. Tissue was cut that was not fully sealed. No seal completed sounds were heard. The target tissue was the uterus and its surrounding tissue. The target tissue was under tension during the sealing/cutting process. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. The surgeon believe a possible device malfunction and the vse was not performing effectively caused the vessel sealer issue.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument would not seal, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and the reported failure was neither replicated nor confirmed by failure analysis. Based on msc log review and during in-house testing, no sealing issues were observed. No dsp logs were available for review at this time. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws open and closed properly. The instrument passed cut and energy delivery tests. No sealing issues were observed. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. Passing values for the grip force test is between 4.25lbs to 8.75lbs at the straight orientation. Grip force test: straight: 8.18 pitch: 8.14 yaw: 7.96.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
This MDR is being submitted to add reference to a field action.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was evaluated by the failure analysis engineering (fae) team. The initial fa was confirmed. The customer's complaint could not be replicated. There were no issues during energy delivery during in-house testing. A review of the e-100 logs shows no errors during the use of the instrument.